Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. This lead had no fractures noted, but lead damage determined to be have been induced during implant procedure.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was damaged during implant. Later that day, this lead was explanted and replaced. No additional adverse patient effects were reported.